Manufacturer narrative:
As no product problem deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2953161-2016-00068 was submitted in error, and is hereby retracted.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment and was implanted with two gore excluder aortic extender endoprostheses. The patient tolerated the procedure. On (B)(6) 2016, the patient underwent endovascular reintervention for treatment of a pseudoaneurysm and was implanted with a conformable gore tag thoracic endoprosthesis in zone zero of the ascending aorta. The patient tolerated the procedure with no reported endoleak and was discharged on (B)(6) 2016.